Event description:
Patient financial services department was notified that the customer has passed away. Attempts were made to contact the next of kin, at the phone number listed on the customer's account, but we were only able to leave a voice mails. A callback request letter was sent. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.